Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was an arteriotomy closure of the left common femoral artery using the pre-close technique via a 16fr sheath hole prior to a transcatheter aortic valve implantation procedure. Reportedly, after successful placement of the prostyle device, it could not be removed from the patient anatomy. The foot seemed not to have retracted. Surgical opening of the skin and the subcutaneous tissue, until the thread was visualized not released from the prostyle system. It was manually released and the device was removed. The sutures of two new prostyle devices were successfully pre-placed. The procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported foot retraction issue was not confirmed after the device was decontaminated. Device entrapment could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.